Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 36 mmol/l. No injuries were sustained due to this event. Customer consumed carbohydrates and stopped insulin therapy to address the event. Suspected cause was the basal iq not working as intended. Upon troubleshooting, it was determined that the pump had reverted to the personal profile settings for insulin deliveries. The pump was delivering insulin deliveries as intended.